Manufacturer narrative:
A steris technician inspected the table and found it to be properly functioning including all articulations and floor locks. The patient positioning instructions that are provided with the surgical table state that for this type of procedure (cystoscopy), the table is to be placed in normal orientation with the table slid towards the foot end. In this reported event, hospital staff instead placed the table in reverse orientation and slid it towards the foot end, causing the center of mass to shift to the point where the table became unbalanced, subsequently causing it to tip down. Steris conducted in-service training on the proper use and operation of this surgical table on (B)(4), 2011.

Event description:
The user facility reported that prior to the start of a patient procedure with the patient positioned on the table, the table tipped down as the tabletop was commanded to slide by the operator. The table was returned to level, commanded to reposition, and the procedure was completed successfully without further incident. In the process of leveling the table, a hospital employee sprained her shoulder and neck; she was prescribed pain medication and has fully recovered with no sustaining injuries.